Manufacturer narrative:
This report is filed june 22, 2016. Registration number (B)(4). Exemption number (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2016, to convert from a percutaneous implant to a subcutaneous implant due to skin overgrowth experienced at the implant site.